Event description:
Bipap was going to be placed on pt, but was alarming battery malfunction even while being plugged into outlet. Also, the oxygen green tubing has the wrong end, it needs to be able to be screwed into flow meter, not the press type due to most pts needing a flow meter as an option if taken on/off bipap.